Event description:
I was implanted with a medical device implant called essure in 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 713453, my model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on about a year or so after insertion. This is a list of my side effects and symptoms that I have experienced due to essure. Lactation from one breast (not pregnant), heavy periods, unpredictable and missed periods. Low hormone levels which required replacement therapy, abdominal pain and bloating. Severe hair loss, unexplained rashes on my torso, thighs and upper arms, insomnia, mood swings, depression, weight gain. Childhood adhd presented as an adult I have been seen by 2 drs, but after being ignored for symptoms, I saved to get essure reversed out of pocket. I have had the following surgeries due to essure. Tubouterine implantation (B)(6) 2018. The device has been removed on (B)(6) 2018. The device was not returned to the MFR.